Event description:
User facility reported that the device had no alarm sound. Unit was not in pt use at the time of event. The respiratory therapist was checking the device before placing it on the pt and no alarms sounded. An external alarm was connected to the device and did alarm appropriately.